Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse ran mix and alignment tests on the sample probe 2 (s2) and reagent probe 4 (r4). The cse determined that the alignment to bottom of cuvette failed. The cse corrected the bottom of cuvette for s2 and r4 and ran a quick check, which passed. A siemens headquarters support center (hsc) specialist reviewed the instrument data. Quality controls were within acceptable ranges. The hsc specialist determined that the cause of the discordant, falsely low ca results on three patient samples was due to the misalignment of the s2 and r4. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.